Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not aspirate during calibration. The procedure type was unknown. The procedure was completed on the same day, but it was unknown how the procedure was completed. There was no patient contact.